Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient was then treated with antibiotics due to infection at the ipg site which was not device related. Symptoms of infection include pain at the ipg site and ipg appearing through the skin. The patient had history of abscess with unknown cause and the physician believed that the abscess was likely the cause of the infection. The patient underwent an explant procedure of the whole system and was reportedly doing well following the procedure.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient was then treated with antibiotics due to infection at the ipg site which was not device related. Symptoms of infection include pain at the ipg site and ipg appearing through the skin. The patient had history of abscess with unknown cause and the physician believed that the abscess was likely the cause of the infection. The patient underwent an explant procedure of the whole system and was reportedly doing well following the procedure.

Manufacturer narrative:
Additional information was received that the antibiotics medication given to the patient was not provided.

Manufacturer narrative:
Past several months. Additional suspect medical device component involved in the event: model #: sc-8216-50 serial #: (B)(4), description: artisan surgical lead, 50cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient was then treated with antibiotics due to infection at the ipg site which was not device related. Symptoms of infection include pain at the ipg site and ipg appearing through the skin. The patient had history of abscess with unknown cause and the physician believed that the abscess was likely the cause of the infection. The patient underwent an explant procedure of the whole system and was reportedly doing well following the procedure.

Manufacturer narrative:
Additional information was received that the infection was gone and the patient was doing well.